Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the migration was observed via x-ray. The patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead had migrated. It was noted the patient had lost effective therapy. As a result, the patient may undergo surgical intervention to address the issue.